Event description:
Customer reported a barcode does not match the pt demographics for one pt sample. (They have another omni blood gas instrument that is ok and matches all sample ids with the correct pt demographics). The pt was scanned for last name and when barcode ID was scanned, it pulled in data for a different last name. The pt info that was pulled in was from 2008 and is not in the hospital now. The pt results that were reported were ok, because the customer manually enters the data. The customer said there was no problem with reporting data on wrong pt. The customer has turned off demographics on the instrument. If additional info is received, appropriate notification will be provided.

Event description:
It was reported that during an unk procedure, the procedure was performed properly. However, for the first fire, there was no audible feedback. The audible feedback then occurred in the second fire which was stronger than the first one. It was difficult to take the device out and it was bleeding at the 6 o'clock position of the surgical site. Suture was used to support for the surgical site.

Manufacturer narrative:
The issue has not recurred. Insufficient information was available to further investigate the issue. No adverse events reported.